Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4). The kit was implanted at (B)(6) hospital.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted in the patient on (B)(6) 2018. According to the complainant, around (B)(6) 2018, the patient developed severe back pain. On (B)(6) 2018, she was diagnosed with l5 to s1 epidural abscess and was treated with washout and laminectomy. However, sepsis continued to worsen. The patient returned to the operating room on (B)(6) 2018 for the removal of surgical mesh. Epidural, vaginal and upsylon y-mesh cultures showed growth of serratia marcescens.